Manufacturer narrative:
Concomitant medical products: d284trk crtd, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left ventricular (lv) lead induced diaphragmatic and phrenic nerve stimulation. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.